Event description:
It was reported that there was t-wave oversensing observed during ventricular pacing in the right ventricular lead. The lead sensitivity was decreased and the lead remains in use. It was reported that the patient was enrolled in the system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.